Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer investigated the ventilator on site and replaced the expiratory channel printed circuit board (pcb), expiratory valve coil and the cable for the o2 cell. The expiratory channel pcb was replaced as it was related to the reported issue. Replacing the expiratory channel pcb identified another problem that was being caused by the expiratory valve coil. Therefore the replacement. The cable for o2 cell was replaced as it was physically frayed. While it did not cause the reported issue, it was likely to cause a future problem. In the process of the repair, the software had to be reinstalled. A pm was completed because the customer had pm kits which they normally install themselves, but in the process of the repair the fse installed the parts to help with the troubleshooting. The unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).